Event description:
During the recertification/refurbishment of a baxter loaner pump failure code 810:11 was generated because the air-in-line printed circuit board was out of specification. No patient injury or medical intervention has been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 26, 2007. During product recertification/refurbishment, the air-in-line printed circuit board generated failure code 810:11 due to being out of specification. The pump head module which contains the air-in-line printed circuit board was replaced. Teh pump will reamin at baxter and be used as a loaner device.